Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was at elective replacement indicator (eri) unexpectedly. The caller was advised to bring the patient in and clear the notice and reset the parameters. The device remains in use. No patient complications have been reported as a result of this event.